Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cystocele repair surgical procedure that error 23094 occurred against arm 4. The site power cycled the system many times, but the issue remained. The intuitive tech support engineer (tse) guided the caller with checking the error logs. The system logs confirmed the reported error 23094, which was against the yaw axis. The site disabled arm 4 to continue the procedure. There were no reports of patient injury. Intuitive received the following additional information via follow up: the system did not produce any errors when initially powered on.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the pfpt and failed cva characterization on the yaw. A gold yaw cva pca was installed and the unit passed. The original was returned and the unit failed. Upon further investigation, there was fluid intrusion or physical damage. Logs also shows error 23094 with a p1: 0x1, pointing to the yaw. The complaint was confirmed by failure analysis. The probable root cause was attributed to the yaw cva (chipencoder virtual absolute) pc based on findings from failure analysis.

Event description:
Refer to h11 for follow-up information.